Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include nausea as well as increased urination. Once at the hospital the patients pod was removed from the infusion site and it was discovered that the pods cannula was bent. The patient was given manual injections of insulin and a new pod was applied. The patients reported blood glucose level after a bolus at lunchtime was 68 mg/dl. The patient still remains in the hospital at the time of this call.